Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced an error alarm on their insulin pump. The customer was unable to rewind their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer did not return the product back for analysis.

Manufacturer narrative:
Pump error 40 noted in the pump history and critical pump error due to moisture damage on motor assembly. We were unable to perform the functional test, including the self- test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. No cosmetic damage noted was noted during testing.